Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged. An attempt to reuse the lead was unsuccessful. Unable to advance the guide wire or stylet down the lead original. The lead was explanted and successfully implanted with a new lv lead. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead has been returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Laboratory analysis could not confirm the dislodgement clinical observation. Visual observation noted the presence of blood/body fluid noted in the lead lumen. Conductor coils were stretched at 355 - 639 millimeters (mm) from the terminal pin. Conductor coils deformed at 282 mm from the terminal pin. Most likely due to a grabbing tool. And cuts in the insulation were observed at 620 - 633 and 725 mm from the terminal pin. The allegation of not being able to advance the guidewire or stylet down the lead was confirmed, due to the deformed coils. The resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Electronically, lead was found to be within specifications.